Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide the date of event which was updated in the appropriate section. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
After further clinical review this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A mfg review was conducted and the reported lot met all release criteria. An unopened visiloc introducer with product packaging and label were returned for eval. A large air bubble was found in the liquid in the obturator, and a dried black liquid was found on the inside of the packaging. The liquid was contained inside the packaging and tyvek seal. The obturator was examined closely and a small crack was found in the surface of the obturator. No other defects were noted to other internal introducer components. The investigation is confirmed for a leak and crack, as liquid was found to have leaked into the packaging through a crack in the obturator. The definitive root cause for the cracked obturators is unk. The current visiloc instructions for use (IFU) states precautions, complications, and directions for use. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during an MRI breast biopsy procedure, there was a bubble located next to the hub and it was unk where the black liquid came from as it was noted on the tray and on the stylet. The procedure was completed with another set. There was no pt injury reported.